Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device gave a therapy pca (printed circuit assembly) failure. The fse evaluated the device on site. It was determined that this was a malfunction of the pca processor. The fse replaced the pca processor resolving the reported issue and we are expecting the return of the exchanged pca processor. Upon receipt at philips the part will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the pca processor. The reported problem was confirmed. The fse replaced the pca processor resolving the reported issue and we are expecting the return of the exchanged pca processor. Upon receipt at philips the part will be evaluated, and the complaint will be reopened.

Event description:
It was reported to philips that the heartstart xl+ exhibited a pca therapy failure. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.